Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation: three 10ml syringes were received. One syringe was sealed in a blisterpak , one syringe was in a partially opened blisterpak, and one syringe was loose in a separate bag with a customer attached needle. The samples were visually evaluated. The two samples without needles were observed to have a normal amount of silicone lubricant present. The syringe with the customer attached needle was observed to have an excessive amount of silicone present that was non-conforming per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the excessive silicone defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1082934 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported the syringe 10ml ll s/c 200 showed leakage around the plunger area. The following information was provided by the initial reporter: "customer called in to report that upon opening syringes, there seems to be a gooey substance around the plunger area and is unsure if it is wondering if it may be extra lubricant."